Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Updated evaluation conclusion codes h6. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported damage to the urethra and cuff were caused by the product not being deactivated in the non aus surgery, according to the analysis of the available information. Based on the information available, the inadvertent/unintentional interaction was the most probable cause of the event.

Event description:
It was reported that this artificial urinary sphincter (aus) during a non-urology procedure, a healthcare provider inserted a catheter without deactivating the system, resulting in damage to both the urethra and the device cuff. This led to the removal of the device due to suspected cuff erosion. The aus was explanted and several months later was replaced. There is no additional information reported.

Event description:
It was reported that this artificial urinary sphincter (aus) during a non-urology procedure, a healthcare provider inserted a catheter without deactivating the system, resulting in damage to both the urethra and the device cuff. This led to the removal of the device due to suspected cuff erosion. The aus was explanted and several months later was replaced. There is no additional information reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.